Event description:
The customer called to report a motor error alarm. The customer then stated she was hospitalized for high blood glucose and the reading was 487 mg/dl. The customer was also having trouble breathing. The customer also stated she wore the insulin pump during a chest x-ray when she was hospitalized. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. Unable to perform further testing due to the motor error alarms.